Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had a diabetic seizure due to malfunctioning insulin pump. Caller reported that customer was hospitalized. It was found that insulin pump received eleven no delivery alarms, motor error alarms and battery out limit alarms. It was reported that time and date also needed to be reset. Customer was taken to the emergency room on (B)(6) 2016 with blood glucose of 32 mg/dl. Customer was still in the emergency room at the time of call. Customer was wearing insulin pump at the time of hospitalization. Caller reported that customer's blood glucose went up to 399 mg/dl while at the emergency room. After troubleshooting, caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Additional information has been received, which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test. The motor was tested outside of the device and passed.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm, battery out limit alarm or excessive no delivery alarm noted during our testing. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, a stained end cap sticker and a small crack on the display window.